Event description:
The pull tabs on the clear overlay always tear off, either immediately or after one or more uses. The small plastic piece has gotten into my infant's mouth several times and could be a choking hazard.